Event description:
Customer reported blood leaked from pumping segment of the IV administration set while infusing 1 unit packed red blood cells. At 0720 the blood set was primed and loaded into the pump and programmed to infuse at 75 cc/hr. At 0920, blood was noted dripping out of base of pump. Blood was observed to be leaking at connection of the blue hub at top of set loaded into the pump. A second blood set (same model number) was obtained, primed and re-spiked with remainder of packed cells. Upon completion of the transfusion, the second set was also starting to leak at blue hub connection inside the pump. No pt harm reported. The blood administration sets were requested but have been discarded by the customer. No investigation will be performed.

Manufacturer narrative:
(B) (4). This report was filed by the manufacturer.